Event description:
The device result was 436 mg/dl. The user dosed insulin and 1 1/2 hoursa later was incoherent. Her husband checked her glucose on the device and obtained a result of 109mg/dl. He took her to the hospital, where her glucose tested at 14mg/dl. She was treated for hypoglucemia. The device was replaced and requested to be returned for evaluation.